Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: safety valve malfunction. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g1, g3, g6, h2, h3, h4.

Event description:
The following was reported to hamilton medical ag: safety valve malfunction. No patient harm or consequences.